Manufacturer narrative:
An attempt has been made to obtain the product. The product involved in this event has not been returned to date to allow for an analysis to be performed. If the product is returned for evaluation or new information is obtained, a follow up report will be submitted.

Event description:
It was reported that the middle segments of led on display do not illuminate. There was no known impact or consequence to patient.

Manufacturer narrative:
The returned device was evaluated. During this testing the rad-5v powered on; however, some led segments did not illuminate correctly. Internal examination revealed missing screws, a cracked component on the set board, and corrosion due to fluid ingress. The instrument board was replaced and the unit functioned as designed.